Event description:
Sharp metal wire, protruding from the malleable bar of the drape, poked the dr's finger. After the procedure, the physician went to the emergency room for eval and required a tetanus shot.